Manufacturer narrative:
Event date: exact date unknown, event occurred the day the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7103992/7105576.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.